Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 - UDI #: (B)(4). Visual examination of the returned product identified that the post of the tray had fractured. Dimension taken was within specification. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4) procode: phx. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the item was found broken during inspection of tray that was returned from surgery. There is no reports of issues from a hospital or surgeon. Attempts have been made and additional information on the reported event is unavailable at this time.